Event description:
It was reported that a malfunction alarm occurred without any notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. The pump was within warranty and was replaced after the customer was informed of the necessity to do so; however, the customer declined to share information on backup therapy options. Tandem technical support confirmed the customer's shipping address, provided storage instructions for transport, and instructed the customer to return the problematic pump using a pre-paid label and return box within 10 days.